Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. The monitor¿s j1 component was intermittent. Reporting out of abundance of caution. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.